Manufacturer narrative:
The device was returned for analysis. During visual inspection revealed no issues found and the device appears to be in good condition. Telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Microscopic inspection revealed guidewire exit port was found torn.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the opticross catheter became stuck with the guidewire. The physician had to remove both the catheter and guidewire together as one unit. The procedure was completed using another of the same device, and no patient complications were reported.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the opticross catheter became stuck with the guidewire. The physician had to remove both the catheter and guidewire together as one unit. The procedure was completed using another of the same device, and no patient complications were reported.